Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l58814, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving clonidine (dose 6.37ug/day, concentration 100ug/ml) and dilaudid (dose 3.5mg/day, concentration 55mg/ml). The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. On this report date, the patient was being treated in the emergency room due to experiencing sudden symptoms of breathing difficulties. The managing physician had been weaning down the dose as the patient wanted the pump turned off. They were requesting a manufacturing representative to assist the emergency room managing doctor in programming the pump to 3mg/day. The managing doctor later reported that the patient was admitted to hospital and pump was turned down to 3.003. The issue was reported to have been resolved. Additional information has been requested regarding the root cause of the symptoms, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on 15-dec-2015 and it was reported that the patient had a long history of pulmonary issues and had been on oxygen for a long time. Per the reporter, the patient's breathing issues were not pump related at all, it was a result of her condition worsening. When asked for specific diagnosis information and other medications that the patient was taking, the pa (physician's assistant) declined to provide that information as she felt it was not related to the pump. The pump was turned down at the request of the patient's critical care doctor and the patient had decided that she no longer needed the pump, so she was going through a slow and steady process of weaning her off of the pump and then the hcp planned to turn the pump off (she was aware of the process to do so and that the pump could never be turned back on), as the pump had recently h it eri (elective replacement indicator) and the pump would need to be replaced in february anyway. The reporter provided no further information.